Event description:
The complainant reported a 76 year old male patient presenting for high risk percutaneous coronary intervention for impella support. After a failed attempt to deliver the device (due to calcified patient vasculature), the guide wire became kinked at the exit of the introducer. A snare was used via contralateral access, however, became entangled with the pump. Vascular surgery intervened to remove the device from the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.